Manufacturer narrative:
The marksman was returned for evaluation with the pushwire of the ped. As received, the catheter tip and marker band were examined and found to be intact with no damages; the marker bands remained on the returned device. Through analysis it was determined the report of "distal marker dislodged" referred to the ped, and not the distal marker bands of the catheter. Information received from the same report as MFR: 2029214-2016-00155.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that the distal marker broke inside the catheter while accessing the internal carotid artery (ica). It was reported that a lot of resistance was encountered during pushing of the flow diversion device and during retraction after deployment. The patient had moderate vessel tortuosity. No patient complications were reported. No further information was provided.